Event description:
It was reported that a cannula was placed in (B)(6) 2013 and on (B)(6) a "whistling sound" could be heard from the cannulation site. Air was seen in extra corporeal line. The cannula was changed out without incident. (B)(4). Reference MFR # 8010762-2013-00087.